Event description:
Patient reported left side device rupture with "an uneven content" diagnosed via MRI. Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture with "an uneven content" diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion, particles and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side device rupture with "an uneven content" diagnosed via MRI. Healthcare professional reported capsular contracture, baker grade IV. The device has been completed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported left side device rupture with "an uneven content" diagnosed via MRI. The device remains implanted.